Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unknown location. The event was further described as; the customer noticed that the parenteral nutrition bin in nicu (neonatal intensive care unit) fridge was soaking wet. As a result the customer took all of the bags out and noticed the smell of the amino acid and observed liquid coming out from one of the bags; the bag was still intact but with much lesser volume. This issue was identified at the hospital before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6). The lot was manufactured between june 29, 2021 - june 30, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area only. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.